Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reports the alarm was resolved by a infusion set. The customer was advised to call when he is having the issues so we can troubleshoot and replace product. The customer was offered to replace the 2 sets but he declined.